Manufacturer narrative:
Customers received notification of the field action. The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. Device repair or returns are handled within the scope of the field action. Device was not returned to manufacturing facility.

Event description:
It was reported that front case with keypad is being replaced since the devices won't power on. There was no reported patient involvement.